Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose. The customer's spouse also reported that they received external ram error alarms and unexpected restart alarms. The customer's blood glucose was 45 mg/dl at the time of incident. The customer's spouse stated that a basal was not programmed before the unexpected restart alarm and external ram error alarm occurred. The customer's spouse stated that the insulin pump was not store and was not in use for an extended period of time. The customer's spouse stated that the alarm occurred after inserting a new battery. The customer's spouse was unable to troubleshoot for the low blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed a21 error test, self test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The bolus wizard functioned properly per bolus wizard sample in the user guide. No unexpected a17 or a21 alarm noted during testing. No unexpected insulin pump reset time or date anomaly noted. However, the insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.